Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating a message that the battery was not found. There was no patient involvement. The customer worked with service representative. Notified the customer that what the defibrillator is reporting is normal because only one battery is installed on it. The device can hold two batteries. The customer was contacted later, and the customer confirmed this to be the correct functioning of the device. Based on the information available and the testing conducted, the cause of the reported problem was a misunderstanding of the customer on the device operation. The device is operational. The device did not malfunction, and user confirmed correct operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.